Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets was opened and hooked up to gas, but no co2 came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets was opened and hooked up to gas, but no co2 came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets was opened and hooked up to gas, but no co2 came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint #: (B)(4). Autonumber: (B)(4). The certificate of conformance (c of c) was reviewed for the blower mister . The vendors certify that all the component lots manufactured conforms to all the applicable product specifications. All the test results meet the specifications and requirements.